Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (unable to prime) issue. The distributor alleged that the pump was not able to be primed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up # 1 date of submission 06/05/2015 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 05/20/2015 with the following findings: a review of the pump¿s black box history showed that multiple loss of prime warnings due to zero force were recorded on 03/07/2015. The pump was powered on with a hard cs 127 replace battery alarm. The replace battery alarm was not able to be cleared. The pump case was removed and the voltage reading at component of the printed circuit board was to be below specifications. The component was removed and the reference voltage returned to spec. The pump was then able to power on to the ¿verify¿ screen. A cracked force sensor flex traces was observed near the force sensor pin. The complaint that the pump was not able to be primed was not able to be adequately investigated due to the defective printed circuit board component. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.